Event description:
Customer reported the panorama central station had lost communication, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Co rep evaluated the sys and an issue was identified with the sys's ambulatory telepacks which were replaced.